Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned to guidant surgery for evaluation, it will be difficult to confirm the reported problem.

Event description:
The hosp reported that during the saphenous vein harvesting procedure, the device would not cauterize. A second device had the same problem. The procedure was complete with bridging technique. No other pt effect has been reported by the hospital.